Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and the pump alarmed no delivery. The customer reported that the insulin exited during 5.0 unit fixed prime. Customer states the cannula is bent. The customer declined to troubleshoot for high and bent cannula. The customer¿s blood glucose was 423mg/dl. The insulin pump will not be returned for analysis.